Event description:
Procedure type: not available. According to the reporter: during one surgery 2 trocars were used. The first trocar cuff did not fill with air fully, the second balloon did not fill at all. Lot number is the same. No threat to the patient.

Manufacturer narrative:
(B)(4).